Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the temperature display failure had been occurring regularly on the extension cord for the temperature sensing foley catheter. The customer had asked to check if the relay cable was defective.

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. One sample was confirmed to exhibit the reported failure. 8 temperature sensing catheter extension cords were returned opened without original packaging. No damage to the cords were noted. Photo samples were also returned. No damage was noted. Unable to determine a temperature display issue from the photo sample. The physical samples were evaluated. 2 cables were chosen at random and numbered for testing per sampling plan. A potential root cause for this failure is "input female connector wears out". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: " for use with bard temperature-sensing products and accessories". Corrections: d, g, h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the temperature display failure had been occurring regularly on the extension cord for the temperature sensing foley catheter. The customer had asked to check if the relay cable was defective.